Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported having unexplained low blood glucose and receiving a bolus in the middle of the night, but she did not program. The caller stated that she is in her way to the pharmacy to get a back up plan. The blood glucose reading at time of call was 25mg/dl. Advised the customer that the insulin pump would be replaced. No further information was provided.